Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 7.3 cm abdominal aortic aneurysm approximately (B)(6) ago. Vessel morphology was not reported. The left internal iliac artery was coiled in conjunction with the evar procedure. The bifurcated stent graft and ipsilateral extension stent graft were introduced through the right femoral artery. The contralateral limb and extension grafts were introduced through the left femoral artery. The devices were successfully deployed and the procedure was completed successfully. Five days post implant the patient presented with pain. Imaging revealed left external iliac artery stent graft occlusion. The occlusion was distal to the left external iliac landing zone. An emergent bypass surgery procedure was performed. The patient is being monitored. The physician's assessment stated that the overlapped part of the two stent grafts landed on a tortuous region of the left external iliac artery and the stent graft may have kinked. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (tortuous iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous iliac artery).